Manufacturer narrative:
Mml reference number: (B)(4). Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).the lead assembly was returned and evaluated. The reported issue was verified. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead. Updated h6 and g1.

Event description:
It was reported that the patient was unable to run therapy. There was no patient harm or injury. The therapy manager troubleshot the issue and confirmed that the right lead had a progression of out-of-range/high impedance failure. The problem reportedly started when the patient fell in december 2023. The cause of the fall was unknown. The device was turned off while waiting for the revision surgery to be scheduled. The patient underwent revision surgery. The right lead was removed intact, and a new lead was implanted with no complications.

Event description:
It was reported that the patient was unable to run therapy. There was no patient harm or injury. The therapy manager troubleshot the issue and confirmed that the right lead had a progression of out-of-range/high impedance failure. The problem reportedly started when the patient fell in (B)(6) 2023. The cause of the fall was unknown. The device was turned off while waiting for the revision surgery to be scheduled. The patient underwent revision surgery. The right lead was removed intact, and a new lead was implanted with no complications.

Manufacturer narrative:
Mml reference number: (B)(4).